Event description:
It was reported that when a patient presented in clinic, episodes of non-sustained ventricular oversensing were observed. Review of the session records revealed functional undersensing and functional loss of capture due to inappropriate programming. Far-field r-wave oversensing was also observed. It was suspected that programming changes had been made at a previous follow-up and further reprogramming was not required.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.